Manufacturer narrative:
12-feb-2026 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Head was loose and fell into mouth...spindle was broken off- oral b power care [device breakage] . Case narrative: consumer via phone stated that while brushing teeth the brush head was loose and fell into mouth and when went to put the head back on the spindle was broken off. No injury was reported. Follow up: 12-feb-2026: product investigation results: conclusion code: other, 'no manufacturing cause' and 'no design issue' identified based on investigation. No injury was reported.

Event description:
Head was loose and fell into mouth. Spindle was broken off- oral b power care [device breakage]. Case narrative: consumer via phone stated that while brushing teeth the brush head was loose and fell into mouth and when went to put the head back on the spindle was broken off. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.